Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"), weight increased ("weight gain"), pollakiuria ("constant urination") and micturition urgency ("feeling of need to urinate"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pelvic pain/ pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced mood swings ("hormonal changes: mood swings") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdomain pain/cramping"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure devices, oophroectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, anxiety, depression, mood swings, female sexual dysfunction, vaginal discharge, weight increased, pollakiuria, abdominal pain, vulvovaginal pain and micturition urgency outcome was unknown and the dyspareunia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, micturition urgency, mood swings, pelvic pain, pollakiuria, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Approximate weight at the time of essure placement 180 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement transvaginal ultrasound (tvu). Was performed. Most recent follow-up information incorporated above includes: on 12-jun-2018: new pfs received- new events added: hormonal changes: mood swings; apareunia (inability to have sexual intercourse); constant urination,feeling of need to urinate, dyspareunia (painful sexual intercourse); pain; vaginal discharge; weight gain, abdomain pain. Vaginal pain, abdomain pain lower (crampin) were added.date of birth added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.